Manufacturer narrative:
(B)(4). Conclusion: the device was received in good physical condition. Upon mechanical testing it was noted that when the device jaws did not open unaided above the minimum required 20 degrees. This was confirmed and measured with a chart. It should be noted that the device was tested with test media and there were no additional findings. The jaws did open and close. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached and tone 3 is heard when the cycle is complete). Since no damage was observed on the jaws and the I blade no conclusion could be draw as what may have caused this issue. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported the jaw on the enseal instrument wouldn't open all the way during a sleeve gastrectomy. A second instrument was used to complete the procedure with no consequence to the patient.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned no device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.